Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.

Manufacturer narrative:
Patient anatomy did not meet the criteria for indications for use, thombus at the arterial implantation sites. Endoleaks are a known risk of the procedure.

Event description:
Patient presented with mild thrombosis in the aneurysm neck; which also had a reverse conical taper. The patient also had a previously implanted renal stent graft; which appeared to be protruding from renal artery preventing the use of a suprerenal aortic extension. After successful deployment of a (B)(4) bifurcated device and an 34 mm infrarenal aortic extension, an angiographic image revealed an intraoperative proximal type I endoleak that could not be resolved with additional ballooning. An aortic stent was placed which resolved the leak.